Event description:
The customer reported strange alarm reminding behavoir for a patient having frequent runs of vtach. The patient required defibrillation, there was no injury to the patient.

Manufacturer narrative:
The user had a vtach alarm which was silenced. The device generated alarm reminder tones to alert the user that the issue persisted. A review of the log files shows that numerous alarms occurred for vtach. The log shows that for many of them, the alarm was silenced at the central station and, the vtach persisted. During this 1 hour and 15 minute timeframe, the alarm reminders were generated. Per philips labeling, unacknowledged three star alarms continue to alarm until silenced. If the user pause the bedside alarms, this would clear the alarm and reminders, treating any vtach event as a new alarm. The device provided alarm reminder tones as configured. No device malfunction occurred. The device remains at the customer site.